Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 nov 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "nasal tip became detached" regarding part 1600hf-7-25 was confirmed. The root cause was not determined. A risk assessment was performed, and the ultimate risk was determined to be low which does not require escalation to the CAPA review board. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A qc alert was created. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
It was reported: one of the tubes connected to the nasal tip became detached, resulting in a significant drop in the amount of oxygen delivered to the patient(s). The issue was resolved by replacing the cannula(s). The patient(s) appeared to have suffered no lasting effects; however, slight hypoxaemia was noted.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 nov 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported: one of the tubes connected to the nasal tip became detached, resulting in a significant drop in the amount of oxygen delivered to the patient(s). The issue was resolved by replacing the cannula(s). The patient(s) appeared to have suffered no lasting effects; however, slight hypoxaemia was noted.